Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call displayable history crc check failure, external ram crc error, unexpected restart and off no power without low battery indicator alarms. Troubleshooting for the off no power alarm was performed. Customer was advised unattended batteries drain the battery on the device. Customer was advised to replace the battery on the device and was being assisted in clearing out the alarms. Customer had been in a car accident and has not worn the insulin pump in 6 months and needs assistance to get the device to work. Troubleshooting for the unexpected restart alarm was performed. Customer was advised to monitor the insulin pump and call back if issues persist.